Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field svc rep reported that the heart lung console failed to power up using battery power, even after several hours of charging the console. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.